Manufacturer narrative:
Reporting institution phone number -(B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that the v60 arm arrangement was broken. It is unknown if the device was in use on a patient at the time of the reported event. There was no patient or user harm reported.

Manufacturer narrative:
No evaluation was performed. A top platform assembly was shipped to the customer; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no further details were provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.